Event description:
It was reported that a pt underwent a sling procedure in 2008. Post-operatively, three months later, the pt presented with suprapubic inflammation and tenderness. The pt was admitted for a pelvic ultrasound and an x-ray to rule out a hematoma which was determined to be negative. A wound infection was diagnosed. As a result, the pt was treated with oral flucloxacillin five hundred milligrams per day for five days. The event was resolved as of 2008.

Manufacturer narrative:
Date sent to the FDA: 7/2/2008. - suprapubic tenderness occurred - wound infection occurred - conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.